Event description:
During implant procedure, the device was unable to be interrogated. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Device was returned due to ble and telemetry anomaly. Customer complaint of failure to interrogate was confirmed. The device was received from the field with battery voltage having reached end of life. The device could not establish telemetry and the device image could not be saved. A longevity assessment was performed, and the device was found to have premature discharge of the battery. The device was cut open and high drain current on the hybrid was noted. Further electrical and mechanical testing was performed, and high current was confirmed on the ble component.